Manufacturer narrative:
After performing function checks, technician found that the head hi/lo up valve was sticking open. Replaced head hi/lo up valve and performed function checks. Bed working fine. No pt was in the bed and no pt or staff impact to report.

Event description:
Customer had bed in room ICU and claimed the bed was stuck in trendelenburg.